Event description:
It was reported that there was a possible infection at the patient's lumbar incision site. The patient presented with erythema with small amount of drainage at lumbar incision site on (B)(6) 2012, and small dehiscence of the lower portion as of (B)(6) 2012. The patient started clindamycin antibiotics as of (B)(6) 2012 for a 14 day regimen, and wet to dry dressings twice a day for 8 weeks, starting on (B)(6) 2012. As of (B)(6) 2012, it was noted that wound still was not approximated well, so wet to dry dressings were continued. As of (B)(6) 2012, there was a small scab and as of (B)(6) 2012 there was a very small area noted as almost closed. The wet to dry dressing order stood thru that time. It was later reported, there was a confirmed infection. The severity of the event was reported as mild. The patient outcome was reported as resolved without sequelae as of (B)(6) 2012. The medication in the pump was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).